Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. The patient presented with an acute abdomen. On (B)(6) 2013, the patient underwent an exploratory laparotomy. During the procedure it was noted that the mesh was adhered to the bowel loops. The mesh was removed at that time and a jejunostomy was done. A different mesh was implanted into the patient.